Event description:
Unsubstantiated legal complaint was received which alleges that the pt received breast implants and has symptoms which include abnormal brain MRI, seizures, memory loss, serious rashes, arthralgias, myalgias, chronic fatigue, disphagia, dry eyes, and breast dysfunction.